Manufacturer narrative:
(B)(4).

Event description:
The dentist reported that 5 months after the dental implant was installed in the patient's mouth it was verified its loss of osseointegration. Patient had bone type ii.